Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported by the patient's father, that the patient underwent surgery to remove an obstruction in his ureter. After the operation, the patient was fitted with a catheter attached to a stent to secure the new opening created from his ureter into his bladder, for the purpose of draining and collecting urine. Four days after the patient's surgery, the drainage pipe on his catheter allegedly snapped, and broke off completely. As a result, the catheter and stent were removed 1 day earlier than intended.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported by the patient's father, that the patient underwent surgery to remove an obstruction in his ureter. After the operation, the patient was fitted with a catheter attached to a stent to secure the new opening created from his ureter into his bladder, for the purpose of draining and collecting urine. Four days after the patient's surgery, the drainage pipe on his catheter allegedly snapped, and broke off completely. As a result, the catheter and stent were removed 1 day earlier than intended. It was also reported that the catheter balloon did not fully deflate, to facilitate an easy withdrawal.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as per additional information received the alleged device is not sold by bard medical. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported by the patient's father, that the patient underwent surgery to remove an obstruction in his ureter. After the operation, the patient was fitted with a catheter attached to a stent to secure the new opening created from his ureter into his bladder, for the purpose of draining and collecting urine. Four days after the patient's surgery, the drainage pipe on his catheter allegedly snapped, and broke off completely. As a result, the catheter and stent were removed 1 day earlier than intended. It was also reported that the catheter balloon did not fully deflate, to facilitate an easy withdrawal.